Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On 09 july 2024 leica biosystems received the confirmation, that the customer experienced suboptimal tissue processing on their histocore pegasus plus, tissue processor. As a result 1 (one) tissue sample was undiagnosable.

Manufacturer narrative:
The investigation revealed the following: the instrument logs were analyzed by the lbs engineer, quality assurance, and no instrument error was detected during the processing steps that could conceivably be linked to the damaged tissue. The incident was presumably user related due to an application issue (insufficient fixation maybe one potential cause). A customer facing letter was sent out to the customer with recommendation, to embed the biopsy pad in formalin and thoroughly immersing the tissue during fixation to prevent insufficient fixation.